Manufacturer narrative:
Progenix dbm putty, procode: mbp, catalog number 006005, lot number 14109110111, manufacture date: 7/19/2010, expiration date 7/20/2012. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non conformance to specification.

Event description:
It was reported that the patient underwent a lumbar posterior surgery l3-l5 due to a disc herniation at l3-l4. Approximately 1 month post-op, the patient developed signs and symptoms of disc space infection. The infection was reported to be (B)(6). The patient underwent a revision surgery was performed one month post-op to remove the implants and debride the surgical site.